Event description:
It was reported that following a lead revision due to high out-of-range right atrial (ra) pace impedance measurements greater than 3,000 ohms, noise and high out-of-range pace impedance measurements greater than 3,000 ohms were observed on this pacemaker and new ra lead at the pre-discharge check the next day. As a result, a device header anomaly was suspected. In addition, signal artifact monitoring (sam) episode was stored the morning of the pre-discharge check due to minute ventilation (mv) signal oversensing on the ra channel and ra ring to can pace impedance measurement greater than 3,000 ohms. Noise with oversensing was also observed via two stored atrial tachy response (atr) episodes. Technical services (ts) recommended pulling on the ra lead upon re-opening the pocket for further revision in order to rule out possible lead underinsertion. The pacemaker was explanted and replaced. The new ra lead remains in service. It was noted that the ra pace impedance measurement with the new pacemaker and ra lead was 340 ohms, and no further noise was observed. No additional adverse patient effects were reported. The original right atrial (ra) lead and pacemaker were returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Boston scientific developed and released a software update in january 2019, which automatically eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems upon initial interrogation with the upgraded programmer.

Event description:
It was reported that following a lead revision due to high out-of-range right atrial (ra) pace impedance measurements greater than 3,000 ohms, noise and high out-of-range pace impedance measurements greater than 3,000 ohms were observed on this pacemaker and new ra lead at the pre-discharge check the next day. As a result, a device header anomaly was suspected. In addition, signal artifact monitoring (sam) episode was stored the morning of the pre-discharge check due to minute ventilation (mv) signal oversensing on the ra channel and ra ring to can pace impedance measurement greater than 3,000 ohms. Noise with oversensing was also observed via two stored atrial tachy response (atr) episodes. Technical services (ts) recommended pulling on the ra lead upon re-opening the pocket for further revision in order to rule out possible lead underinsertion. The pacemaker was explanted and replaced. The new ra lead remains in service. It was noted that the ra pace impedance measurement with the new pacemaker and ra lead was 340 ohms, and no further noise was observed. No additional adverse patient effects were reported. The original right atrial (ra) lead and pacemaker were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.